Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut rows were damaged and pulled in a distal direction along the balloon. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2018.it was reported that crossing difficulties were encountered.the target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable.however, returned device analysis revealed distal stent damage.